Event description:
Pt had peritoneal dialysis catheter placed in 1997. Catheter was placed with two cuffs per standard procedure. Second surgery was required for this pt. Catheter fell out in 1999. It was noted that there were no cuffs present on catheter. Central dialysis catheter placed on 4/20/98 for interim management of renal failure. In 1999 a new catheter was placed. Catheter was placed with two cuffs per standard procedure. Second surgery was required for this patient.